Event description:
A customer reported to baxter corporate product surveillance of a clearlink duo-vent continu-flo solution set in which flow could not be established from the upper most y-site. According to the report, the set was primed with no issues. However, when the nurse attempted to connect a secondary medication set to the y-site, flow could not be established. The reporter indicated that secondary set was disconnected and reconnected and flow was still not established. The primary set was changed out and therapy continued as normal. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.